Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted this right ventricular (rv) lead was returned in two segments and severed at 130 mm from the terminal pin. The tip segment equalled 352 mm and was observed to have the conductor coils extending beyond the severed end by 80 mm. The distal and proximal cables were also noted to extend beyond the severed end of the tip segment and were tied in a knot with a suture. Further visual inspection noted a segment of the insulation appeared to be missing from the midsection of the lead and a suture was tied to the insulation of the tip segment. Further analysis found polytetrafluoroethylene insulation (ptfe) was bunched in several places on the rate sense portion of the lead and the clear medical adhesive was torn and separated from the expanded polytetrafluoroethylene (eptfe) at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. It was also noted that the distal end of the proximal spring electrode was pushed forward distally and is up over the lead body insulation. Further inspection revealed cuts in the insulation, the helix being deformed and stretched, and blood and body fluid in the lead lumens. Both lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegations.

Event description:
Boston scientific received information that this patient has twiddler's syndrome and the lead had dislodged causing loss of capture. The physician elected to explant the entire system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.